Event description:
Reportedly, a lifecell tissue culture flask leaked while in the incubator. The contents leaked onto 5 other containers in the incubator. The technician indicated that the seal on the tubing of the lifecell tissue culture flask appeared to be incomplete. Cellcor is investigating the sealer as the potential problem. Cells were lost when the leaking container and the 5 possible contaminated containers were discarded, but sufficient product remained for the pts. The pts were not effected by this event. The leaking container has been disposed of.